Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in liquid in a lens case/vial. Visual inspection found no visible damage. (B)(4)

Manufacturer narrative:
Corrected information: device evaluated by MFR? - dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -13.0/+2.0/077 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due excessive vaulting. The lens was not exchanged for another lens.